Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the patient developed a chronic driveline infection on (B)(6) 2023, with the patient reporting green-brown drainage from the driveline and that they might be pulling the driveline in their sleep. The patient presented to the clinic on (B)(6) 2025 where driveline cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was prescribed suppressive doxycycline and referred to infectious disease at the time, and their initial acute symptoms resolved.

Event description:
The patient presented to the clinic on (B)(6) 2023 where driveline cultures were positive for methicillin-sensitive staphylococcus aureus (mssa).

Manufacturer narrative:
Corrected data: section a2: patient age corrected. Section b5: corrected date in statement regarding patient reporting to the clinic on (B)(6) 2023. Section e4: corrected to "no information." Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.